Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 03:12:38. During night drain cycle one, the patient's ultrafiltration reading was 1910ml, indicating the home patient drained 1910ml more than their maximum programmed fill volume of 2100ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The device received internal and external visual inspection with no issues noted. The device received functional testing with no issues noted. Upon conclusion of the investigation, the cause was determined to be a false empty detect; use error with the initial drain volume setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.